Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Correction: describe event or problem. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an unexpected dose change could not be confirmed through the device logs or replicated since the devices were not received for inspection. ¿ the initial remote infusion programming of a drug with the alias d00124 (identified as propofol through review of the data set), with a dose of 80 mcg/kg/minute, was recorded on (B)(6) 2025 at 3:36 pm. The rate was 72.288 ml/h and the volume to be infused (vtbi) was 100 ml. It was noted that the device was in use for approximately three (3) hours prior to the reported event time, with no issues reported. O at 5:05 pm, a remote infusion programming of a drug with the alias d00124 (propofol), with a dose of 25 mcg/kg/minute was received. The rate was 22.59 ml/h and the vtbi was 100 ml. The vtbi was then manually changed to 80 ml. O the infusion was started, overriding an automatic rate calculation, at 5:06 pm. The dose was then manually changed to 80 mcg/kg/minute and the rate was modified to 72.288 ml/h. O between 5:07 pm and 5:09 pm, the same remote infusion was programmed and started twice, with the user manually setting the dose to 80 mcg/kg/minute. O at 5:12 pm, the same remote infusion programming was received and was started at 5:13 pm without modifying the parameters; however, the dose was again changed manually to 80 mcg/kg/minute, 20 seconds after the start of the infusion. The pvi was recorded at 204.279 ml. O the suspect pump module was kept in active use until (B)(6) 2025 at 12:00 pm, when the unit was channeled off. O the total volume infused (tvi) during the reported period was calculated at 8.297 ml. O after the end of the reported incident time, a remote infusion programming for a drug with the alias d00124 (propofol), with a dose of 80 mcg/kg/minute, was recorded on (B)(6) 2025, at 6:39 pm. ¿ inspection and testing could not be performed as the devices were not returned for investigation. ¿ it is not possible to test interoperability since it is managed by a third-party software configured by the facility, which is not available to dchu. ¿ interoperability is designed to help automate existing manual workflows with regards to programming infusions on the pump and syringe modules. ¿ interoperability refers to the ability of the system pump module and syringe module to: o receive infusion order parameters from a third-party system for pre-population. This may be referred to as an automated programming request. O publish infusion status messages for consumption by third-party systems. ¿ the device was reportedly in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause for the reported event of an unexpected dose change of propofol is being attributed to a remote order programming error, this was also later confirmed by the facility¿s own findings. The remote programming sent the incorrect dose of 25 mcg/kg/minute, which would lead to an under infusion, before being manually changed to the intended dose of 80 mcg/kg/minute. It also should be noted that it is not possible to test this since interoperability is managed by a third-party software managed by each individual hospital which is not available to dchu.

Event description:
It was reported that the propofol (10 mg/ml concentration) drip dose changed unexpectedly to 25 mcg/kg/minute when a fixed dose of 80 mcg/kg/minute was intended. The patient was admitted with a diagnosis of refractory epilepsy. The propofol was intended to infuse at a rate of 72.3ml/hour with a volume to be infused of 100ml. The patient was also receiving an infusion of lactated ringers at a rate of 75 ml/hour and norepinephrine 16mcg/ml at a rate of 11.3 ml/hour. The over infusion occurred between 05:05 and 05:13. Following the event, the patient experienced seizure like activity described "minimal temporary harm." The patient was stabilized and discharged from the hospital three (3) days following the event. The hospital medication safety office indicated an internal review had "found the cause to be user error. "

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the propofol (10 mg/ml concentration) drip dose changed unexpectedly to 25 mcg/kg/minute when a fixed dose of 80 mcg/kg/minute was intended. The patient was admitted with a diagnosis of refractory epilepsy. The propofol was intended to infuse at a rate of 72.3ml/hour with a volume to be infused of 100ml. The patient was also receiving an infusion of lactated ringers at a rate of 75 ml/hour and norepinephrine 16mcg/ml at a rate of 11.3 ml/hour. The over infusion occurred between 05:05 and 05:13. Following the event, the patient experienced seizure like activity described "minimal temporary harm." The patient was stabilized and discharged from the hospital three (3) days following the event.